Manufacturer narrative:
This report is submitted on 15 january 2020.

Event description:
Per the clinic, the patient experienced a subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, due to all the electrodes being open circuit and the integrity test indicating a device failure, the device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device. This report is submitted on june 29, 2020.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 11, 2024.